Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery malfunction was verified. Functional testing was performed and no failure was identified related to the reported blood glucose event.

Manufacturer narrative:
Tandem quality engineer evaluated pump data for the low blood glucose (bg) event and concluded the following: low bg level was not confirmed on (B)(6) 2017. Cartridge change sequence was made at 10:00pm on (B)(6) 2017. User made bolus requests without entering current bg level and still having insulin on board (iob). Alarm 12 (battery extremely low) annunciated at 8:33am on (B)(6) 2017. Pump entered shelf mode at 8:41am. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery dropped from 100% to 5% after being connected to a power source. Reportedly the customer had manual injections as alternate insulin therapy. In addition, the customer's blood glucose (bg) level was low the morning of the report (45 mg/dl). The cause of the low bg level was unknown. The customer consumed carbohydrate and drank juice to address bg level. The customer's bg level then rose to 361 (mg/dl). The customer stated the elevated bg level was due to eating too many carbohydrate to correct for the low bg level. A manual injection was delivered to address elevated bg level. A recommendation was made for the customer to discuss bg levels with a healthcare provider.